Event description:
The catheter was inserted 2006. On the 9th day an occlusion in the catheter occurred. They tried to solve the occlusion when an embolism occurred. The user then tried infusing heparin in the catheter but the catheter was broken. The catheter was removed but a distal fragment of the catheter (near 10 cm) was still in the baby. The fragment starts from the upper vena cava through the heart of the babe (both in the right atrium and the right ventricle) and ends in the pulmonary artery. The catheter was surgically removed from the pulmonary artery.